Event description:
Additional information was received that no abbott personnel were present during the event. The implant technique was a full sternotomy. There were no difficulties during the pump preparation process. It was believed that the lock was pulled into the fully opened position prior to attempting the initial engagement but not confirmed. The surgeon had experience implanting the hm3 using the cuff lock and was his second implant attempting to use the mini cuff. The surgeon was unable to lock the second pump in place with the mini cuff so he switched to the standard cuff. There was a raised ridge of tissue that impeded the full insertion of the pump when he used the mini apical cuff.

Manufacturer narrative:
Section a4: the patient weight was requested but not provided. Section b5: additional information. Manufacturer's investigation conclusion: the report of a damaged cuff lock can be confirmed; however, the report of difficulty in locking the cuff lock to the mini cuff cannot be confirmed. The heartmate 3 lvas was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft, with the sealed outflow graft bend relief and clip, was returned attached. The apical cuff and mini apical cuff were returned unattached from the cuff lock. The pump was returned with the cuff lock in the partially locked position. Visual inspection of the cuff lock found that the latch arm was bent down and inward, causing it to sit under the adjacent area of the lock hardware and contact the pump housing. The top, bottom, and side of the latch arm showed deep impressions and scraping that appeared consistent with use of a tool. Impressions were also observed on the pump housing. With the latch arm bent in this position, the cuff lock was no longer able to slide into the default or locked positions. The examination also found that the two locking arms had been bent out of specification. Review of manufacturing documentation, which includes measurements, functional testing, and visual inspection of the cuff lock for bent arms found no deviations in manufacturing or quality assurance specifications. The returned mini cuff showed remnants of several sutures but appeared free from damage or defect. Measurement of the outer diameter, where the cuff lock arms grip the metal ring, found the hardware to be within specification. The mini cuff was placed in a test cuff lock and the lock clicked into place without issue. Based on the reported event and the observed tool marks, the damage to the cuff lock latch and locking arms appeared to be due to applying a high load to the cuff lock and use of a tool during connection. It was also reported that connection difficulty also occurred with the second pump. A raised ridge of tissue was noted when using the mini cuff, which prevented the full insertion of the hm3 pumps. The hm3 cuff lock is designed to prevent the user from pushing the lock into the locked position when the apical cuff is not fully seated within the lock assembly. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 mini apical cuff kit IFU is currently available. Section ¿surgical procedures¿ explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant, the mini apical cuff lot was used when heartmate 3 pump was initially attempted to be put in place. Physician experienced great difficulty in locking hm3 cuff lock slide and, as per the cardiovascular surgeon, ultimately the apparatus became deformed. Physician opted to utilize a second heartmate 3 pump and removed the mini apical cuff in favor of a standard cuff. No further information was provided.